Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture was visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings:a review of the pump black box data revealed a pump reboot following a cs 064 call service alarm. During a visual inspection of the pump, the battery compartment was observed to be cracked, and the casing was cracked near the display. Evidence of moisture ingress was observed behind the pump display lens. The returned battery cap secured properly to the pump; however, the pump powered on with audible tones, vibration, and a blank display due to moisture damage. Further testing could not be completed due to the blank screen. A leak test was performed and failed due to leaks at the cracks in the casing. The pump case was removed, and evidence of moisture ingress was found throughout the pump interior.